Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a decrease in estimated longevity from 13 years to 9.5 years. Boston scientific technical services (ts) determined the patient has been in atrial fibrillation leading to increased power consumption. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported.